Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. The customer declined any follow-up, and no additional information was received regarding the outcome of the event.